Event description:
It was reported that during the implant procedure, the lead could not be positioned well due to patient anatomy. The lead was attempted and not used. Another lead was attempted, but the lead had poor sensing. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.